Event description:
It was reported that a pt received the m31 air detected in cassette and then stated there was liquid inside of the cassette door. The peritoneal dialysis nurse was notified. The pt will revert to an alternative method of treatment. The pt was not connected to a treatment at the time of the call. There is no sample.